Event description:
Healthcare professional reported "right side deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and white particles in device inner surface. A microscopic analysis and leak test were performed which identified one opening crease sharp and void >1 mm in non-textured, valve-to shell-bond area. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening crease sharp in the side posterior assessed as fold flaw opening.